Manufacturer narrative:
Qn#(B)(4). Device evaluation: complaint verification testing could not be performed because the actual complaint sample was not returned for analysis. Returned was an opened unused kit from the customer's inventory. It was not the kit involved in the event. The kit contained two 4-way stopcocks and 3 syringes: an arrow raulerson syringe (ars), a 5ml luer lock syringe, and a 10 ml luer slip syringe. The stopcocks have 3 ports. One port has a male luer connector and the stopcocks were returned with the male luer connected to the catheter. The other two ports have female luer connectors that are covered with blue non-vented male dust caps. All three syringes have male luer connectors and are designed to connect to the female luer connectors on the stopcock once the male dust caps have been removed. All three syringes were tested with both stopcocks and they fastened securely to the female luer connectors on the stopcocks. By design they would not connect to the male dust cap or the male luer connector on the stopcock. A review of the device history records did not reveal any manufacturing related issues. The probable cause of the stopcock not securing to the syringe could not be determined based upon the information provided and without the actual sample. No further action will be taken.

Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that the event occurred at the anesthesia. During insertion, the stopcock did not secure with the syringe. As a result a new device used successfully. There was no delay in treatment and no patient death or complications reported."